Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) level was 450 (mg/dl) with moderate to large ketones. The customer administered a manual injection and was advised by the healthcare provider to deliver a corrective insulin dose plus 10%. Reportedly, the customer has manual injections available as alternate insulin therapy.